Event description:
It was reported that the patient with this right atrial (ra) lead experienced perforation due to dislodgement. During the procedure, the helix could not be retracted so a different lead was used for the implant. This lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead, analysis confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Furthermore, the helix difficulty allegation was confirmed based on a failing helix mechanism due to the helix being deformed. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced perforation due to dislodgement. Additional information indicates that the dislodgement was confirmed through x-ray and by an increase in threshold and a decrease in the resistance. Additionally, the patient experienced cardiac tamponade. This lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced perforation due to dislodgement. Additional information indicates that the dislodgement was confirmed through x-ray and by an increase in threshold and a decrease in the resistance. Additionally, the patient experienced cardiac tamponade. This lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.